Manufacturer narrative:
Internal file number - (B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned for analysis. The lot history records (lhr) could not be reviewed because the products were not returned for evaluation and the part and lot numbers were not reported. It should be noted that the mitraclip system instructions for use (IFU), states that the device is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported patient effects of stroke, hemorrhage, myocardial infarction, septicemia, thrombosis, worsening heart failure, respiratory failure and arrhythmia are listed in the mitraclip system IFU as a known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Date of event-estimated. Date of implant-estimated. (B)(4). The clips remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature: outcomes after current transcatheter tricuspid valve intervention: mid-term results from the international trivalve registry. The patient deaths and malfunction referenced are filed under separate medwatch reports.

Event description:
This is filed to report serious adverse events. It was reported through a research article, that post mitraclip procedures, patients were re-hospitalized with, sepsis, respiratory failure, right ventricular failure, ventricular arrhythmia, thrombosis, increased tricuspid regurgitation, hemorrhage, stroke, myocardial infarction/requiring right coronary artery stenting, and conversion to surgery. Details are listed in the article, titled outcomes after current transcatheter tricuspid valve intervention: mid-term results from the international trivalve registry.